Event description:
It was reported that subsequent to implant of a protegen sling in 10/1998, pt required explant as "it eroded through by bladder into the vagina." There is no further info available on this case and the device was not returned for eval.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt's experienced infection, pain, erosion, a vaginal fistula and holes in the bladder neck and urethra.